Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had error c-34 after system powered on. Technical support engineer (tse) recommended site power cycle and tried it but issue persisted and the issue only occurred when monopolar firing. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and the customer reported complaint was confirmed. A review of the logs found errors c-30 and c-34 confirming the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The iesu was tested using a well-known system and the unit displayed error c-34. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis which indicates that the device may have contributed to the customer reported issue. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a voltage lower or higher than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.